Manufacturer narrative:
(B)(4). Location: hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a minimally invasive posterior spinal surgical procedure. It was reported that the extenders separated from the screw bilaterally. The surgery was converted to a mini open procedure. No additional patient complications were reported.